Event description:
It was reported that 114 bd veo¿ insulin syringes with the bd ultra-fine¿ needle each from lots 1242719b and 1242719c had excessive silicone in them. The following information was provided by the initial reporter: "excessive silicon lubricant. The customer stated that she found unknown transparent liquid inside the syringes and when a plunger was pressed the liquid come out. These syringes are used by a child with type 1 diabetes. The quantities are more than 114."

Manufacturer narrative:
H6. Investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242719. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that 114 bd veo¿ insulin syringes with the bd ultra-fine¿ needle each from lots 1242719b and 1242719c had excessive silicone in them. The following information was provided by the initial reporter: "excessive silicon lubricant. The customer stated that she found unknown transparent liquid inside the syringes and when a plunger was pressed the liquid come out. These syringes are used by a child with type 1 diabetes. The quantities are more than 114."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1242719b. Medical device expiration date: 30-sep-2026. Device manufacture date: 30-aug-2021. Medical device lot #: 1242719c. Medical device expiration date: 30-sep-2026. .device manufacture date: 30-aug-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.